Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis the balloon was visually inspected, functionally and leak tested. The functional pressure test reveal that the balloon output pressure reading was above specification. No leaks were identified. The balloon passed the visual test. Based on the information available and analysis results, the reported pressure above specification could have caused or contributed to the device being removed.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon returned without initial reported and any performance allegation information. Upon analysis of the returned components, a device issue was noted. No further information was reported.